Event description:
It was reported that the right ventricular (rv) lead had high defibrillation impedance and later a high superior vena cava (svc) impedance. The lead was noted to have a possible fracture. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.